Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported catheter irrigation obstruction was confirmed. Flushing of the catheter could be not be achieved in all deployment states. Dissection of the catheter revealed the flush lumen kinked, likely causing the flushing difficulties. Device technical analysis upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was not observed in any state of the catheter. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis. Additionally, a video was reviewed by a boston scientific quality engineer. The video shows evidence of difficulty performing irrigation. Investigation conclusion: based on all the available information, the cause of the reported flushing difficulties was likely attributed to device design as the flush lumen was kinked, causing flushing difficulties. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave pfa catheter was selected for use, the ablation was performed under general anesthesia. Inside the patient, the water passage of the catheter was blocked during the procedure, and the water could not flow. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave pfa catheter was selected for use, the ablation was performed under general anesthesia. Inside the patient, the water passage of the catheter was blocked during the procedure, and the water could not flow. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.